Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken black connector nut was confirmed via analysis of the submitted photo and the returned product. The heartmate ii controller (B)(4) was returned to abbott and a log file was downloaded. The downloaded log file contained combined data spanning approximately 24 days (on (B)(6) 2023 per the timestamp). There were no notable atypical alarms active in the log file. During the evaluation, the controller was visually observed and a damaged black power cable connector nut was observed, confirming the reported event. Additionally, the controller was functionally tested, was connected to a mock circulatory loop, and was able to operate a test pump without any issues or atypical alarms active. The damage to the connector nut did not affect the functionality of the power cable. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: elevated resistances consistent with early stages of conductor breakdown and fluid ingress in the power cable underlying wires. The polyurethane jacket of the power cable was dissected revealing that the underlying layers had a green fluid like contaminate consistent with fluid ingress on the power cable. The underlying wires appeared to be in unremarkable physical condition with the exception of the green fluid contaminate covering the cable; however, the underlying conductors are suspected to be fatigued as the resistance was elevated in several wires. The device history records were reviewed and the records revealed the heartmate ii pocket controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged due to the black screw being broken.